Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial and right ventricular leads were removed due to lead dislodgement.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with helix found extended and clogged with blood. The measured full helix extension length was within product specification. Visual inspection, x-ray examination, and electrical testing were normal with no anomalies found.